Manufacturer narrative:
There was a typo mistake related to brand name insted of the maxi move it should be maxi 500. The arjo representative has been informed about the event with the involvement of arjo maxi 500 passive floor lift in the st. Joseph's at fleming customer facility located in peterborough, canada. It was reported to arjo representative that during the patient transfer from the bed to the chair the device started to tip over. As a consequence of the event, the patient sustained abrasion on the head. The injury did not require any treatment. After the event, the device was evaluated by arjo service technician. The functional test showed that the lift was working according to manufacturer specification's - no malfunction was found. During the inspection, the arjo service technician gathered additional information related to event circumstances. It was clarified that during resident transfer the caregiver tried to correct the position of the sling and tugged up on the sling, pulling the device on one side. The facility area manager admitted that the event was related to user error made by staff - sling repositioning during resident transfer. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping.the facility will provide additional training from the correct and safe way of using arjo medical devices for caregiver directly involved in the event. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi 500 device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. The maxi 500 operating and product care instructions (001.20815.en rev.13) warn and inform the user: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." In summary, looking at the incident scenario it has been established that passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. Any adverse reaction occurred.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion. . Additional information will be provided upon investigation conclusion. The arjo representative has been informed about the event with the involvement of arjo maxi move passive floor lift in the (B)(6). It was reported to arjo representative that during the patient transfer from the bed to the chair the device started to tip over. As a consequence of the event, the patient sustained abrasion on the head. The injury did not require any treatment. After the event, the device was evaluated by arjo service technician. The functional test showed that the lift was working according to manufacturer specification's - no malfunction was found. During the inspection, the arjo service technician gathered additional information related to event circumstances. It was clarified that during resident transfer the caregiver tried to correct the position of the sling and tugged up on the sling, pulling the device on one side. The facility area manager admitted that the event was related to user error made by staff - sling repositioning during resident transfer. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping. The facility will provide additional training from the correct and safe way of using arjo medical devices for caregiver directly involved in the event. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. The maxi move operating and product care instructions (001.20815.en rev.13) warn and inform the user: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." In summary, looking at the incident scenario it has been established that passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. Any adverse reaction occurred.

Event description:
The arjo representative has been informed about the event with the involvement of arjo maxi move passive floor lift in the (B)(6). It was reported to arjo representative that during the patient transfer from the bed to the chair the device started to tip over. As a consequence of the event, the patient sustained abrasion on the head. The injury did not require any treatment.